Manufacturer narrative:
Concomitant medical products: product ID wr9220, serial# (B)(4). Other relevant device(s) are: product ID: wr9220, serial/lot #: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for bowel dysfunction/sacral nerve stim. It was reported that the patient tried to charge last night (B)(6) 2022 for the first time since they were implanted with the interstim micro system and they were unsuccessful in charging the implant. The patient stated it was really hard to get the 2 initial beeps, they couldn't find the implanted device. The patient stated their family member had taken off their bandage and they held the recharger against their bare skin and they got a physical burn from it that was still hurting today. Advised the patient that they should always use a thin layer of clothing between their skin and the recharger and that it was recommended not to charge until the patient was done healing. The patient was able to connect the recharger to the handset and began charging. Though it was requested, the patient did not use a thin layer of clothing nor did they use a belt and the patient stated they felt a little bit of warmth coming from the "middle of the recharger" but it wasn't burning them. The patient stated that though they searched and searched for the neurostimulator, they still could not find it, even after palpating the skin. After discussing the intended location of the neurostimulator, it was determined that the patient had been trying to charge over their lead incision near their spine (which was still healing and still had stitches.) The patient confirmed it was also the site that they had been charging at the night before and when they received their physical burn. The patient was then able to locate the neurostimulator site and the patient was able to begin charging their neurostimulator at excellent connection. The neurostimulator went from 50% charge to 60% during the call. The patient was going to continue charging their implant to 100% and was going to follow up with their hcp at their appointment tomorrow (B)(6) 2022 to examine the patient's burn and to discuss further charging considerations and techniques.